Event description:
It was reported the right ventricular (rv) lead exhibited impedance over 200 ohms on the superior vena cava (svc) coil due to a possible fracture. The lead also had insulation damage due to a suture that was placed directly on the lead instead of the anchoring sleeve and an extreme acute bend in the pocket which caused damage. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5092-52 lead 2000 (B)(6); 5592-45 lead 2000 (B)(6). (B)(4).